Event description:
It was reported that while prepping the heartmate 3 left ventricular assist device (lvad) in the or, a problem was encountered while engaging the pump and modular cable. The pump cable and modular cable triangles were aligned and both cables engaged easily by pushing them together; however, while attempting to turn the securing locking nut clockwise to completely cover the yellow, it stopped and nurse was unable to further rotate nut until yellow disappeared. Multiple attempts to engage the pump and modular cable were made without success. A new stand-alone modular cable was pulled from shelf and attempted to connect with the pump cable with the same outcome. Due to the issue, it was decided to open a new implant kit and use a new pump. The new pump and stand-alone modular cable were used without further issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage that could have contributed to the reported event. The pump was returned assembled with the pump cable and modular cable connected but not fully mated, as evidenced by the yellow line from the pump cable being slightly visible. Examination of the pump cable inline connector, modular cable inline connector, and the controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The modular cable was connected the returned pump cable with some difficulty; however, the locking nut fully threaded to hide the yellow line. Upon disconnection, examination of the inline connector revealed that the o-ring had frayed. The frayed portion of the o-ring was slightly displaced which could have contributed to the report that the modular cable would not thread completely during pump prep. The evaluation could not determine when the o-ring became damaged. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The heartmate 3 instruction for use (IFU) provides instructions for connecting the modular cable to the pump cable and states that the yellow line should be fully covered to ensure a secure connection. Instructions for exchanging the modular cable are also provided. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency.